Event description:
It was reported that during a lap chole procedure, the device's obturators would not fit into the cannula. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Obturator evaluation summary: three 11mm obturators were returned, labeled as 12mm. Due to the returned condition, the obturator could not be inserted into the sleeve. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.